Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing a low blood glucose (bg) level; value was not known, and "fell and hit their head causing a brain bleed". Cause was not known. Contact declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.